Event description:
Wife of pt reported 2 solution bags fell off table and became disconnected during therapy on homechoice device. Wife noticed the disconnected bags prior to any alarms. Wife reconnected bags and continued treatment. Wife then rec'd a check supply line alarm which prompted a call to the customer svc ctr. Wife was instructed to discontinue treatment. Rn for this pt states she was aware of this situation and has reinstructed pt and his wife on the important of not reconnecting bags during treatment.